Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose levels [blood glucose increased]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "elevated blood glucose levels" with an unspecified onset date and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) were not reported. Medical history included type 1 diabetes mellitus (for approximately 3 years). Concomitant products included - actrapid hm(ge) penfill (insulin human) solution for injection, 100 iu/ml, levemir penfill (insulin detemir) solution for injection, .0024 mol/l the reporter reported that between (B)(6) 2015, the patient's blood glucose levels were elevated again and again. On an unknown date, the patient's blood glucose level was increased to above 300 mg/dl. For this on (B)(6) 2017, the patient was hospitalized for 11 days. It was reported that in hospital they got two new pens which were affected by the recall but the blood glucose values got better afterwards. Action taken with novopen echo was not reported. The outcome for the event "elevated blood glucose levels" was not reported. Investigation results: name: novopen echo, batch numbers: evg4252-7, fvg7364-1 and evg5964-1. The visual and functional examinations were performed on the returned devices. The devices were all tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation as normal from the cartridge in all devices. The electronic register was checked. No remarks were found. The dose accuracy was additionally measured by weighing, using a random penfill cartridge in all pens. The results were found to comply with specifications. During examination/test of the products, it has not been possible to detect any irregularities and the products were found to be normal. Name: novopen echo; batch number: evg2908-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Manufacturer comments: the suspected pens are part of the affected batches involved in the recall (ref (B)(4)) of novopen echo pens and it cannot be excluded that these pens could have contributed to the experienced adverse event in (B)(4). Continued: evaluation summary: name: novopen echo®, batch number: evg2908-1; (B)(4): the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.